Manufacturer narrative:
H3: product analysis confirmed that visually, the harness was cut and the portion containing the molex connectors were not returned with the device; therefore, the product was untestable in this damaged state because the resistance test takes into account the length of the electrode cables. A review of the global complaint data showed no other complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that during a procedure for thyroid surgery, the tube could not be used because one side electrode of the tube was suspected to be fractured (it was unknown which side was fractured). It was thought that the doctor judged that there was no problem with the function of the tube, only the suspected disconnection of the electrode part, and continued to use it. When the intubation procedure was started, extubation and re-intubation was a significant extension of the procedure both in term of patient and in the field. Therefore, it was not replaced. There was no planned/intervention performed. There was no delay in the surgical procedure. The procedure was completed with the reported product. There was no patient impact.